Event description:
It was reported that this implantable pacemaker experienced battery depletion and the patient was hospitalized following reports of receiving a shock. The electrogram (egm) was inaccessible due to the battery reaching its end of service (eos). An open circuit condition, indicating high out-of-range (oor) shock impedance, was detected twice during the shock delivery process. Rv lead exhibited high capture threshold. Additionally, there was no patient data available, as there have been no follow-up appointments since the device was implanted and device had not been checked for a couple of years. Technical services advised that if no data is available, the lead should be replaced. However, the patient also presented with seizure activity, leading to the decision to refrain from replacing the lead at this time. The device was explanted and replaced with a new device. The explanted device is expected to be returned for further evaluation. No additional adverse patient effects were reported. Further information was requested to evaluate the event and the accompanying shocks; however, there is currently no available data due to the lack of patient data.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable pacemaker experienced battery depletion and the patient was hospitalized following reports of receiving a shock. The electrogram (egm) was inaccessible due to the battery reaching its end of service (eos). An open circuit condition, indicating high out-of-range (oor) shock impedance, was detected twice during the shock delivery process. Rv lead exhibited high capture threshold. Additionally, there was no patient data available, as there have been no follow-up appointments since the device was implanted and device had not been checked for a couple of years. Technical services advised that if no data is available, the lead should be replaced. However, the patient also presented with seizure activity, leading to the decision to refrain from replacing the lead at this time. The device was explanted and replaced with a new device. The explanted device is expected to be returned for further evaluation. No additional adverse patient effects were reported. Further information was requested to evaluate the event and the accompanying shocks; however, there is currently no available data due to the lack of patient data.